Manufacturer narrative:
The event was previously reported to the FDA on a summary report and is now being submitted on a 3500a per FDA request. Post market vigilance (pmv) led an evaluation of one endo gia* universal xl single use instrument. The event report alleges the product was used in a surgical procedure. Visual and functional evaluation of the instrument found no abnormalities. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. The file will be closed as tested satisfactorily as the device was found to meet all visual and functional test specifications. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Event description:
According to the reporter, the customer states an issue with the product, which occurred during a laparoscopic gastric sleeve procedure. The stapling device was being applied to the stomach. For the fifth firing, the surgeon squeezed the handle and it cracked. The device was fully articulated, then the surgeon realized that the bougie had slipped into the remnant of the stomach and the stapler had been applied over the bougie. There was no problem loading or unloading the device. The stapler was not able to fire. The surgeon was not able to press the green button and not able to squeeze the handle. The jaws of the device did not lock onto the tissue. No component of the device broke off. In order to resolve the issue and complete the case, got a new stapler handle and reload and were used without issue. There was no patient harm. The patient status is alive, no injury.